Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent high blood glucose (bg) levels at night and the customer was concerned about the insulin dosage she required to address the bg level. The customer did not have any issues with the pump or infusion site that would lead the customer to believe that the high bg was pump related. However, after the customer reverted to using insulin injections, the bg level had been in range and the a1c levels were good. Reportedly, the customer was to discuss the type of insulin therapy that would work best with a healthcare provider.